Event description:
It was reported that t2 can not be deployed.a backup device was available to complete the procedure with no significant delay or patient injuries reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device showed the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture remain on the delivery needle or were returned. The delivery needle is bent. Device was functionally tested for proper actuator advancement and cycling and functioned as intended. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Further investigation is not warranted at this time.